Manufacturer narrative:
Additional suspect medical device components involved in the event: (B)(4). Product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 7072902.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. No additional information has been received. The location of the devices remains unknown.